Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion, guide catheter: jr 3.5, stent: 3.5x15 xience prox. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an ectatic, eccentric proximal right coronary artery that was 90% stenosed. A sion guide wire crossed the lesion and pre-dilatation was performed using a 2.75x15mm unspecified balloon. A 3.5x15 xience proxstent was then deployed at 18 atmospheres (atm). Post-dilatation was to be performed with a 4.0x8mm nc trek balloon dilatation catheter; however, as it advanced, resistance was felt with the anatomy and the proximal shaft broke into two pieces. The physician simply removed the device. The procedure was deemed completed at the time and no additional device was used. The final result was good with timi iii flow distally. The patient was transferred to the critical care unit in stable condition. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.